Manufacturer narrative:
(B)(4). Review of cta¿s 1 month post-implant confirmed that multiple valiant stent grafts were implanted. The proximal device was positioned just distal to the lsa, and the most distal device extended to within 1cm of the celiac artery. The thoracic type b dissection was seen beginning distal to the lsa, and extended into the abdominal aorta and left common iliac artery. There is a proximal type I endoleak with retrograde filling of the dissection. The inner curvature of the proximal device was not in contact with the thoracic aorta. The proximal stent graft diameter measured approximately 32mm and thoracic aortic diameter measured 35mm at that location near the lsa. Several cm¿s distal to the lsa the max diameter taa measured 5cm. Near the base of the arch the stent graft diameter (true lumen) measured 34mm x 23mm and the max false lumen diameter was 53mm. Approximately 10cm lower within the descending thoracic, the stent graft diameter measured 31mm x 21mm and the max false lumen diameter was 46mm. The distal stent graft od just above the celiac was 29mm x 23mm and the false lumen diameter was 33mm. The stent graft was patent and no other stent graft issues were seen. The left common iliac and left external iliac arteries had been stented. The likely cause of the proximal type I endoleak appears to be due to lack of a proximal seal, possibly due to inaccurate placement of the proximal device at implant with lack of stent graft apposition to the vessel. Further disease progression (thoracic dilatation) may have also contributed. The cause of the inaccurate placement is unknown; films during implant were not available for review. This may have been user related. Recent films showing the reported continued disease progression and the bare stents of the valiant stent graft further expanding into the ostium of the left subclavian, were also not available for review.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a four year old chronic dissection extending from the left subclavian through the length of the descending aorta into the left common iliac. The patient had recently developed a 6cm aneurysm just distal to the left subclavian. It was reported that during the procedure, the physician performed a carotid to left subclavian bypass and planned to cover the left subclavian artery implanting a valiant stent graft at the origin of the left carotid. The graft landed approximately 1cm distal to the carotid artery. On the 30 day follow up, the stent graft was 2cm distal to the left carotid and was not opposed to the inferior aspect of the aorta causing a proximal type I endoleak. An aortagram revealed that the aorta had further dilated at the transverse arch level and the bare stents of the existing valiant stent graft had further expanded into the ostium of the left subclavian. The physician stated that the cause of the event was due to instability of the aorta due to disease process and inaccurate placement of the initial stent graft. It was noted that the patient's aneurysm and dissection of the false lumen are still filling due to the type I endoleak but patient having no symptoms. The physician determined there was not enough landing zone to safely deploy another valiant as a cuff at the level of the left carotid so the physician elected to transfer the patient to another hospital for further evaluation by a thoracic surgeon. The thoracic surgeon evaluated the patient and sent the patient home as the aneurysm wasn't large enough to warrant immediate action. The patient will be monitored. No additional clinical sequelae were reported.